Manufacturer narrative:
It was reported that this device is not related to adverse event. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4) date sent to the FDA: 06/28/2016. (B)(4). Additional information: concomitant medical products- nitinol clip, annuloplasty ring, 28fchest tube. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: do you believe that any ethicon devices including vicryl suture, prolene suture or blake drain were the cause of the deaths or related to any adverse events in this series of patients described in the article?

Event description:
It was reported in a journal article that the patient underwent a robotic mitral and/or tricuspid valve repair on unknown date between 08/2006 and 12/2011 and the drain was implanted in the pericardial space through the third arm port. Following the procedure, the patient possibly underwent a re-operation for bleeding or hemothorax and blood transfusion. It was also reported that the patient possibly experienced post-operative stroke from heparin-induced thrombocytopenia at sixth day post-op or from conversion to atrial fibrillation at third day post-op and recovered completely. The patient possibly experienced an iliac artery occlusion requiring revision and/or required a new permanent pacer. It is possible that the patient experienced a recurrent mitral regurgitation secondary to ring dehiscence associated with nitinol clip fracture and underwent successful repeat repair through a redo robotic approach or through sternotomy. There were no infections, no new onset acute kidney injury requiring dialysis, and no unilateral pulmonary edema. The patient presented mitral or tricuspid regurgitation grades of less than two at follow-up. It was reported that the patient possibly expired from cardiac arrest/pulseless electrical activity of unknown etiology at day four or at home, on twenty third day of post op, from unknown causes due to possible preoperative left ventricular ejection fraction. The doctor opined that the device is not related to any adverse events or death.